Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a flashing blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed and the alarm could not be cleared. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and a constant beeping due to vertical cracks on the lcd controller. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay and keypad overlay texture damage.